Event description:
Ous MDR - it was reported that this lead was explanted due to exit block. An insulation damage in the area of connector was noted during the procedure. No adverse patient events were reported.

Manufacturer narrative:
The ICD and the fragmented lead were returned for analysis.the ICD proved to be fully functional during the analysis. Both the examination of the connection system and of the electronics showed no deviations from the specifications. In the course of the visual inspection of the lead, multiple cuts were noted in the insulation. Especially 3 cm distal of the df4 connector pin, the insulation was completely cut through at the connector shaft. The cut edges were pulled apart about 1 cm, and the coating of the rope conductors was damaged. This is most likely the insulation defect that is mentioned in the complaint. Based on the characteristics of the damages, it can be assumed that they were caused during the explantation process. Further examination of the lead showed no other damages that could have led to the complained-about increase in the pacing threshold and the exit block. The electrical analysis of the lead fragments, in particular, was without anomalies. The manufacturing process of both devices was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. There were no indications of a material defect or manufacturing error.analysis results of the ICD: the ICD first underwent a status interrogation. The device status was bos, 3 charge processes had been documented. The connection system of the defibrillator was examined mechanically. The screws of the shock and pacing exits were normal. Leads inserted as a test could be contacted with easy passage, low ohm values, and reliably. The drill hole dimensions were all within the dimensions specified in the is-1 and df4 standard. The memory content of the ICD was analyzed and confirmed the clinical observation. However, the analysis did not find any indications of an ICD malfunction. The icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached. The charge time was unremarkable. Analysis results of the lead: in the returned state, the lead was cut through 10.5 cm distal of the df4 connector pin. There was a mandrin in the distal fragment. Both fragments were returned and underwent a visual, mechanical, and an electrical analysis. In the course of the visual inspection, ligature markings were detected 24 cm distal of the df4 connector pin. The lead fixation sleeve was damaged. In addition, the insulation showed multiple cuts. Especially 3 cm distal of the df4 connector pin, the insulation of the connector shaft was completely separated by cuts and pulled apart about 1 cm. The coating of the rope conductors to the ring electrode and to the shock coil was damaged at that site. In addition, the ring electrode was deformed. During the mechanical analysis, the inserted mandrin could be easily removed from the distal fragment. However, the fixation mechanics could not be examined due to the fragmented state of the lead. Since the lead was cut through in the returned state, the electrical analysis of the lead was limited to the measurement of the direct-current resistances of the fragments. No anomalies could be detected.